Event description:
The patient contacted baxter's technical service center regarding a high drain/call pd nurse alarm, which occurred on the homechoice (hc) after use. The patient stated that the previous night the hc advanced to fill from initial drain after draining only 23ml. The technical service representative (tsr) was unable to view the therapy. The patient would not provide the tsr the information. The patient stated they notified the nurse. This complaint met increased intra-peritoneal volume (iipv) criteria. There was patient involvement but there was no patient injury indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported high drain alarm. The rn stated she was not made aware of the alarm. The rn stated she just saw the patient and everything was fine. The patient has not reported any other drain volumes or other symptoms that meet iipv criteria. There was no patient injury or medical intervention associated with this event. No allegations were made against any of the patient's dialysis products. The patient has been continuing therapy on the cycler successfully.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to a false empty detect at initial drain and the initial drain alarm volume was met.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).